Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed. Inratio2: 1.1, reference: 2.7, mean: 1.90, confidence limits: 1.2-2.3. Analysis of customer's data revealed that inratio2 and reference test result comparison did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing performed on 07/07/2011 revealed that result comparisons met accuracy criteria. Investigation results for retained strip lot# 243104. At least two out of three replicates for both donors are within the allowable accuracy bias (+ or -1.0). (B)(4). Action threshold (B)(4) was reached. Strip lot # 243104 has strip code z45bu with brick lot # 246544, which was assigned and packaged into two strip lots (243104 and 251117). (B)(4). Due to this low occurrence rate, below the total complaint threshold of (B)(4), no further action is required. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 1.1, lab: 2.7. Pt's therapeutic range: 2.1-3.5 inr.